Event description:
Event description guidant received information that the pace/sense portion of this transvenous defibrillation lead was fractured, discovered during a normal battery (ert) replacement of this patient's implantable cardioverter defibrillator. The pace/sense portion has been capped. The shocking portion of the lead remains active. A new pace/sense lead has been added to the system.